Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the device could not be advanced over the .035 guidewire. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to insert was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely related to the guide wire position in the anatomy. The exchange of the device likely moved the guidewire position allowing the second device to be inserted. If the guidewire is prolapsed or twisted in the vessel the device will be difficult to load. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.